Event description:
It was reported that device contamination was occurred. An opticross ic catheter was selected for use when it was noted the package was contaminated and the sterility of the device was compromised. The device was exchanged and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.